Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned high torque progress guide wire noted blood on the black polymer coating and no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported tip separation as the tip was separated, distal to the proximal end of the guide wire. The separated portion was not returned. The black polymer coating material at the separation was jagged. There were two bends in the core, proximal to the separation which is consistent with interaction with the lesion anatomy and/or other device as there was no damage reported during inspection prior to use. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core and coil separations may be attributed to torsional overload. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. A cine review was performed by an abbott clinical specialist which concluded that the images confirm a chronic total occlusion of the right coronary artery (rca) with attempted wiring to the distal portion of the vessel. Specific wires and delivery techniques cannot be confirmed via cine. Once the guide wire and microcatheter are retracted, a portion of the distal guide wire tip is seen floating in the distal rca. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion was described as heavily calcified which could contribute to the reported difficulty as explained above. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported inability to cross the lesion and tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a visual inspection of the guide wire tips after the guide wires are loaded into the dispenser, performs a non-destructive tip pull test and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified distal right coronary artery (rca). An attempt was made to cross with an asahi confianza pro guide wire, but it became stuck in calcification damaging the tip; so the guide wire was removed. The progress guide wire was able to advance further than the previous guide wire by turning counter clockwise using the rotation drilling technique. The tip of the progress guide wire snapped off during removal. The tip fragment of the guide wire remains in the patients distal rca; the remainder of the guide wire was removed. The patient was reported to be in stable condition. Though requested, no additional information was provided.